Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that blood was observed in/on the helix mechanism. Corrected: facility occupation code.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead was not able to be extended/retracted after multiple repositioning attempts. It was noted that the patient had difficult anatomy required the lead to be placed multiple times. The lead was explanted and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.